Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter. The extender and pressure tubing were also returned. A visual examination of the product detected the inner lumen within the catheter tubing near the y-fitting was completely separated within a kink approximately 76.5 cm from iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The evaluation confirmed the reported problem. It is difficult to determine when or how a kink in the inner lumen occurs. A severe kink or continuous flexing of a kink can cause the inner lumen to break resulting in a leak. (B)(4).

Event description:
It was reported there were an intra-aortic balloon (iab) rupture. The therapy was discontinued. The patient complained of chest pain when the device was not functioning. The date of the event is unknown.